Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune rp tib base sz 7 cem; attune ps fem rt sz 7 cem; attune ps rp insrt sz7 6mm; unknown patella component; unknown bone cement.

Event description:
Patient was revised to address pain and loosening of the tibial component at the cement to implant interface and femur at the bone to cement interface. Cement manufacturer is from depuy. Recent bone scan showed the tibia "lighting up". Primary was performed by the 1st surgeon, md on (B)(6) 2017 at (B)(6) center ((B)(6) orthopedics). On (B)(6) 2017 he was revised by the 1st surgeon for persistent pain and instability. At the time of the 1st revision,the 1st surgeon debrided wound and removed scar tissue. He also upsized the poly insert thickness. Yesterday the second surgeon found that both the tibial and femoral components were grossly loose. Revised entire knee (except patella) to sigma mbt rev and tc3. The medialized oval attune patella was left. No further patient information available. Doi of insert: (B)(6) 2017; doi of tibia and femoral: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.